Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the n65 pulse oximeter display was missing segments. There was no patient involved.

Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). Covidien could not confirm the report of missing segment. No fault was found. The user interface (ui) printed circuit board (pcb) was replaced as a precautionary measure.